Event description:
Pt presented with nonfunctioning arm port on event date. Upon eval, the catheter was noted to be fractured approx 1-2cm from the port. Catheter tip in right atrium. Pt did wish to have device removed on event date. They returned one week later; catheter fragment and port removed without difficulty.